Event description:
It was reported from the neurologist that the patient would have an increase in seizures when the generator settings were increased. No additional relevant information has been received to date.